Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed the target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.5x20 synergy drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion, resistance was felt at the port of guideliner 6f and when it was checked outside, a significant bent was noted on the stent. The procedure was completed with a different device. No further patient complications were reported.